Manufacturer narrative:
Date of event: event dates were (B)(6) 2019. (B)(4). Device evaluated by MFR: siemens conducted a technical investigation of the reported event. The technical investigation concluded that the option "rtp position", which is highly recommended for users with an "absolute" workflow, was not activated. This option would have blocked the reset button. The root cause was determined to be use error. Additional action is not warranted at this time. (B)(6).

Event description:
It was reported to siemens that the somatom definition as system gantry moved 42mm from its home position during an earthquake on (B)(6) 2019. This system is an in-room CT system used as a positioning device for proton beam treatment. System movement is possible in an unpowered state. When the CT system with sliding gantry was started the next morning on (B)(6) 2019, an error message was displayed. Instead of analyzing the root cause of the error, the operator pressed the "zero" reset button to clear the error message. The user follows a patient positioning workflow with absolute parameters. Therefore, the resetting of the gantry reference point in a position different from the gantry home position resulted in incorrect patient positioning during proton treatment. Over the next two days, the user irradiated approximately 20 patients per day (approximately 40 patients in total) with proton treatment applied to incorrect body locations. The treated areas were approximately 4.2cm off from the intended treatment locations. The customer complained to siemens that it was too easy to reset the reference position of the gantry by simply pressing one button. Additional information regarding patient mistreatment and potential injury is unknown to siemens at this time.